Event description:
It was reported that ventilator failed pre-use check. Moreover, during on-site visit it was discovered that while start-up ventilator generated technical error indicating turbine module communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).